Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. The patient was being treated for a 4.8 cm aaa. The proximal aorta was 17-19 mm in diameter and 23 mm in length. The right iliac artery was 13 mm in diameter and the left iliac artery was 14 mm in diameter. The right femoral artery was 13 mm in diameter and the left femoral artery was 14 mm in diameter. It was reported that during final angiography, a suspected type I was discovered and a cuff was deployed. However, the endoleak still persisted after the cuff was implanted. The physician then realized that the leak was a type IV. The leak type was a blush (exact location of the blush origin is unknown). The procedure took two hours to complete. The physician decided to monitor the patient. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).